Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 2/13/2017 with the following findings: during testing, the battery compartment was observed to have two cracks, the display screen was observed to be dim and discolored and the returned battery cap had stripped threads and the cap was unable to tighten onto the pump. Unrelated to these issues, a review of the pump¿s black box data verified that time and date reset to default settings after the pump was rebooted. The evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The investigation discovered that the pump¿s internal battery was leaking. Initial reporter: (B)(6). (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed cracks in the battery compartment, a dim and discolored display screen and a battery cap with stripped threads. This report is made based on results of investigation completed on 2/13/2017.